Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" on cgm. Reportedly, the control iq algorithm decreased the pump¿s basal rate in response to the continuous glucose monitor (cgm) sensor reading. Elevated bg was addressed via a correction bolus. Customer will monitor and call tandem technical support if issues persist.